Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389-40, lot# 0211637648, implanted: (B)(6) 2016, product type: lead. Product ID: 3389-40, lot# 0211717902, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the deep brain stimulation (dbs) system became infected and had to be explanted on (B)(6) 2017. It was also noted, however, that one of the leads (lot no.: 0211637648) remained in service. Follow-up is being conducted to clarify this discrepancy. The infection started at the implantable neurostimulator (ins) site/pocket in the patient's chest. It was also noted that there was pus present in the ins pocket. There were no known contributing factors (environmental / external / patient factors) that may have led or contributed to the issue. There were also no diagnostics/troubleshooting performed as there were none required. The event was considered resolved at the time of this report. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389-40, lot#: 0211637648, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 3389-40, lot#: 0211717902, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that the entire system - including both leads - was explanted. No further complications were reported/anticipated.